Event description:
The clinician reports the implant was inserted 2016-(B)(6) in ada 10. Details of surgery: ridge augmentation and immediate extraction site. On 2023(B)(6), fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, abscess and fistula. No further patient complications were reported.